Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Per customer, the requested information on patient demographics is not available.

Event description:
It was reported the patient called for the nurse after noting that the tubing had separated at y-port and the blood started backing up and leaking out of the tubing. The tubing was replaced. There was no patient harm.